Manufacturer narrative:
There was no patient injury. However, the hub/stylet would not release from the PICC line. The healthcare practioner had to remove the whole PICC and replace with a new one. The lot number provided is associated with a bd introducer and not a catheter. One sample was returned. The catheter exhibited signs of use, including the presence of dried fluids (blood, etc) inside the catheter tubing and hub. A flushing set with 10ml syringe was connected to the luer connection on the y-site of the catheter. The y-site resisted removal from the luer connection of the catheter. Eventually, the y-site was able to be removed. The female luer connector was examined under magnification. The edges of the wings that allow for the luer to lock were noted to be rounder than those of a catheter whose luer connection did not resist removal. When the wings of the luer connector were measured, it was found that they were larger than is specified in the drawing related to this part. The luer part is molded by a supplier. The supplier was issued a scar (supplier corrective action request). The results of the scar has not been received as of the date of this report. The cause of the user issue was probably related to the dimensions of the thread of the luer being out of specification. The lot no. Supplied in the complaint was incorrect, therefore, it was not determined if there were any product in stock from the affected lot.

Event description:
Customer placed PICC line in patient. When they tried to disconnect line, it wouldn't disconnect so they had to remove the line. (B)(6) "played" with line and was finally able to make it release after bending and forcefully twisting it.